Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic tore. The lens was removed with no patient injury and another same model was inserted. This lens also tore and was removed with no patient injury. A different model lens was implanted. See MFR. Report # 2023826-2012-00810.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. A piece of one haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).